Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported event. The device was received in a fair physical condition with a scratched screen and cracked housing. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. The moment the device was powered up, the device started double beeping. This was as a result of a bad downstream sensor. The sensor was replaced to correct the issue.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was double beeping with no cassette. This occurred during testing. There was no patient involved.